Event description:
This was a left-sided cardiac lead removal of one ICD lead (B)(6) due to an acute pocket infection. The extraction was performed in the hybrid operating room suite with both arterial line placement and active fluoroscopy. The pocket was opened, the ra lead cut and a lld-ez inserted to the distal tip of the lead. The md began easily lasing with the 14f sls ii until reaching the proximal coil, upsizing to a 16f sls ii at this point. There was a minor binding site encountered but the lead was removed with virtual ease. Upon examination of the lead, a significant amount of calcification was noted. There was nothing to suggest traumatic removal (e.g., no large piece of tissue attached to the lead). The laser was removed from the field as the operating room staff prepared to re-drape the pt for placement of a new system. Approx 10 mins after the lead extraction the anesthesiologist reported the pt had become hypotensive (bp = 20s). The tee probe showed a pericardial effusion with tamponade and within 5 mins a sternotomy had been performed and the CT surgeon had open access to the heart. A tear of the svc/ra junction was discovered and successfully repaired. The pt was stabilized and transferred to inpatient status.

Manufacturer narrative:
No devices were retained by the hospital staff as they were disposed of after use.